Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a lack of alarm audio for alarm pop-ups displayed on a remote display. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.